Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter an issue occurred post-operatively of the laparoscopic right hemi-colectomy procedure. During the procedure, two sections were made at the right colon and a latero-lateral anastomosis between the proximal and distal portion of the remaining colon. The procedure ended without suspicions of a leak. Explorative laparoscopic procedure was needed on the third day post-op because of a suspicion of a leak. A failure in the section of the distal portion of the colon was identified. The videos suggested that during the surgery there was no technical or mechanical failures. The failure lead to an extension of 6 days in the hospital for the patient.